Event description:
The disposable instrument was examined for expiration and the package for sterility. Instrument was in date and package was not tampered with so it was opened in as sterile technique to the scrub tech. The scrub tech is experienced in using the device, and correctly loaded the very first reload on the stapler. The long 45 endopath cutter did not fire on the very first fire of the procedure.